Event description:
It was reported that myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). The low frequency attenuation (lfa) filter could not be disabled as the r wave measurement would be too low. Programming changes were made. There were no patient consequences.